Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to deliver inappropriate anti-tachycardia pacing (atp) and one electric shock. Technical services (ts) could not determine if this was due to a fast conducted atrial arrhythmia. Further review was recommended. No adverse patient effects were reported. This device remains in service.